Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Return requested. Replacement cable 6ft. Shipped to site 03/23/2017. This part was discarded by the site and will not be returned to manufacturer for analysis. On 03/28/2017 a medtronic representative performed a navigation system check-out, all testing passed. The computer system was received 4/5/2017 for analysis. Functional testing was performed and during initial testing the computer boots normally to the application screen. Memtest86 and seatools long test showed no errors. However, after further burn-in testing the computer began to exhibit intermittent video and power off on its own. After re-seating the ram modules, the computer continued to power off on its own. The motherboard is suspected to have malfunctioned. The hardware was replaced. Issue resolved. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. No further issues have been reported.

Event description:
The nurse at the site reported that while setting up for the case, the monitor was showing no input detected. She thought she could hear the computer fan running. There was no impact on patient outcome or delay in procedure as there was no patient involved.